Manufacturer narrative:
An event of heart block (right bundle branch block/rbbb) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve was implanted and the pre-existing right bundle branch block worsened after the procedure. Then, the patient received a permanent pacemaker. The patient was reported discharged. It was noted that the arrhythmia worsened due to the device. Based on available information, the reported event appears to be related to patient condition (preexisting rbbb). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for a procedure. The annular dimensions of the native valve were perimeter 79.8 mm, area 496.5 mm². The valve was implanted and the pre-existing right bundle branch block worsened after the procedure. On (B)(6) 2023, patient received a permanent pacemaker. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for a procedure. The annular dimensions of the native valve were perimeter 79.8 mm, area 496.5 mm². The valve was implanted and the pre-existing right bundle branch block worsened after the procedure. On (B)(6) 2023, patient received a permanent pacemaker. The patient was reported discharged.